Event description:
It was reported that during a sleeve gastrectomy procedure, the device was tried with different cartridge sizes and did not staple and cut properly. There were multiple malformed staples and the cut line was not as straight as the surgeon was used to. Case completed with another device. Procedure extended by 5 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cutting issues were noted during functional testing. No malformed staples were noted during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.